Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the monitor reset during a pulse delivery test. Upon evaluation, the t2 transformer was defective. The defective t2 induced caused high voltage to deviate to low voltage circuitry. The cause of the failure is the defective transformer. The root cause of the defective transformer cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.